Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm inter processor communication error, hardware low level failures, motor processor did not report and did not command motor movement. Customer's blood glucose at time of incident was unknown. The customer was advised that the pump will be replaced.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 noted in the alarm history due to moisture damage noted on the force sensor. Unable to perform the displacement, rewind, seating and basic occlusion tests due to a critical pump error. Unable to verify the pump error alarms 2, 28, 79 or 130 during testing due to a critical pump error. The pump was received with a pump error 63 alarm noted on the formatted history due to a software error. The pump was received with a scratched case.